Event description:
It was reported that a patient underwent a gynecological procedure for a prolapse in 1999 and mesh was implanted. The patient experienced discharge starting in 2013. The patient underwent mesh excision on (B)(6) 2014. The discharge failed to settle. The patient had persistent mesh exposure into the vagina. An area of exposed mesh was excised from the vagina on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent anterior vaginal mesh repair in 1999 and mesh was implanted. Following the procedure, the patient experienced a moderate amount of offensive, blood-stained vaginal discharge. It was reported the patient¿s vagina is only 2 cm long. The mesh exposure was first noted by a physician in (B)(6) 2014.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.